Event description:
A literature article (furlan jc et al. Use of osteogenic protein-1 in patients at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion. J neurosurg spine 2007 ; 7: 486-495) contained a report of a patient (age, gender not documented), who experienced a superficial wound infection after receiving op-1 putty for an unspecified spinal fusion. The patient was received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. The infection responded to debridement and antibiotic administration. The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Additional information has been requested.